Event description:
It was reported that during a percutaneous coronary intervention procedure a vessel spasm occurred. The 70% stenosed lesion was located in a mildly tortuous and moderately calcified distal circumflex artery. A non bsc guide wire was placed. The physician received an image with the f/g, atlantis, sr pro catheter and then it was lost. Turned machine off and the on and still no image. The catheter was unhooked from the mdu and hooked back in and still no image. Switched out catheters to another f/g, atlantis, sr pro catheter. Completed an ivus run on the circumflex. Took the guide wire and positioned in the left anterior descending artery and left main and completed the images. Went back for a third and final run and during this imaging there was a vessel spasm or plaque interruption in the mid circumflex stent that was placed in 2009. Completed the procedure by pulling out the catheter and giving nitroglycerin. The spasm did not resolve so a 3.0 nc quantum apex balloon was inserted into the circumflex to balloon the previously placed stent. The procedure was then completed. No other patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).